Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise, which resulted in oversensing. It was reported that the lead had insulation damage. The ra lead was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.